Manufacturer narrative:
Reporter last name: (B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device had ECG failure during self-test.